Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. Corrected sections: d4 (unique identifier (UDI) #) corrected from (B)(4). The device was returned to the factory for evaluation on 08/26/2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be intact with no visual defects observed. There were no visual defects observed on the intact clear silicone insulation on the hot jaw. The clear silicone insulation on the tip of the cold jaw was observed to be peeled exposing the cold metal jaw tip. No other visual defects were observed. An investigation was conducted on 09/11/2024. A visual inspection was conducted. The heater wire was observed to be intact with no visual defects observed. A microscopic evaluation was conducted. Signs of clinical use and slight evidence of blood was observed on the jaws. There were no visual defects observed on the intact clear silicone insulation on the hot jaw. The clear silicone insulation on the tip of the cold jaw was observed to be peeled exposing the cold metal jaw tip. No other visual defects were observed. Based on the returned condition of the device as well as evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000403500 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, vasoview hemopro 2 silicone on jaws was defective right as it was taken from the box. A new device was opened to complete the procedure without issue. There was a slight delay while they opened a new kit. There was no patient harm. Photo provided by complainant shows the jaws of the device with the silicone partially peeled away. There is no evidence of blood.